Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's (B)(4) anchor was protruding resulting in a visible lump in her back. It is unk if this issue was due to erosion or if it resulted in discomfort for the pt. The pt's therapy system has since been explanted. (Ref MFR report #'s: 1627487-2013-00607, 1627487-2013-00608, and 1627487-2013-00609.)